Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to physical damage to motor slider. Analysis was unable to perform functional test including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify motor noise anomaly due to motor error alarm. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners. The insulin pump was received with minor scratched display window.

Event description:
The customer reported via phone call that the motor was making noise during rewind. The customer reported that they experienced low blood glucose of 66 mg/dl and high blood glucose of 143 mg/dl. The customer declined to troubleshoot. The insulin pump was returned for analysis.